Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: baker¿s grade ii- iii capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a 300 cc mentor memorygel breast implant experienced right sided baker¿s grade ii- iii capsular contracture post procedure. The capsular contracture was diagnosed by a physician. As a result, the device was replaced with an unknown implant on (B)(6) 2021.

Manufacturer narrative:
On (B)(4) 2021 mentor became aware that unintentionally not indicated in manufacturing report #: 1645337-2021-03996 (follow up 2) that the surgery of (B)(6) 2021 was never performed and the patient scheduled for replacements on (B)(6) 2021. Follow up (1) mistakenly mentioned that the implant was inserted back to the patient. Right implant was taken out and was not inserted back to the patient. Manufacturer¿s reference number: (B)(4), correct surgery date: (B)(6) 2021. Correction on follow up (1); implant was not inserted back to the patient.

Manufacturer narrative:
Additional information received on april 14, 2021 indicated that the patient developed redness around the incision after capsulotomy, and had spontaneous incision rupture, and then the attempt was to salvage with antibiotics and delayed closure and ultimately removal of implant.and after three( 3)months reinsert the implant on the right. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 27, 2021 indicated that the patient scheduled for an explant on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on (B)(6) 2021. Device evaluation completed on (B)(6) 2021 during visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 300cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Some patients may experience a prolonged wound healing time. Delayed wound healing may increase the risk of infection, extrusion and necrosis. Depending on the type of surgery or the incision, wound healing times may vary. Delayed wound healing is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on may 4, 2021, indicated that the device was explanted on (B)(6) 2021. On may 13, 2021 mentor became aware that manufacturer report number 1645337-2021-03996: (follow up 3) correct awareness date was on (B)(6) 2021, and mistakenly reported as (B)(6) 2021. Manufacturer¿s reference number: (B)(4). Correct awareness date: (B)(6) 2021.